Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels over 42mg/dl as well as multiple pump error. Customer was able to complete rewind. Customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test and the self test. Pump was returned for pump error 4 and 53. Format history file analysis confirmed pump error 4 and 53 due to software error.